Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt had two leads implanted from the same lot number. The pt reported, he has not received adequate stimulation in his right leg since his system was implanted. The pt indicates, he does have adequate stimulation in his left leg, however, he feels a shocking sensation in his left leg when walking, laying down, and when applying pressure to his lead site. The pt also stated he has been reprogrammed numerous times, but the issue has not been resolved. Pt claims to also suffer from migraines since being implanted. The pt indicated that his physician was going to take surgical intervention at a later date to resolve the issue.